Manufacturer narrative:
An evaluation is in process. A final report will be submitted when the evaluation is complete. All available patient information was included. Additional patient details are not available.

Event description:
The customer observed falsely elevated magnesium results generated on the alinity c processing module for a patient sample. The following data was provided: (B)(6) 2024 sample ID (B)(6) initial result = >3.90 mmol/l, repeat result on another alinity = 0.68 mmol/l no impact to patient management was reported.

Manufacturer narrative:
Update: section h4 - device mfg date updated from blank to 9/1/2020 the field service representative (fsr) inspected the alinity c processing module, performed multiple troubleshooting procedures which included removal of a blockage in probe 1 of the cuvette washer, and replacement of the internal probe wash pump, diaphragm pump which resolved the issue. Return testing was not completed as returns were not available. An instrument service history review revealed no additional erratic or discrepant patient results reported for (B)(6). There were no service or complaint issues on or around the date this complaint was initiated that may have contributed to this issue. A review of tracking and trending of the alinity c did not identify any trends associated with the complaint issue. A review of tracking and trending for the internal probe wash pump, diaphragm pump did not identify any trends. Device history record review did not show any non-conformances or potential non-conformances for the complaint issue. A review of the manufacturing documentation did not identify any issues associated with the complaint issue. Labeling was reviewed and found to adequately address the issue under review. Based on the available information, no systemic issue or deficiency of the alinity c processing module for serial number (B)(6)or the internal probe wash pump, diaphragm pump, was identified.

Event description:
The customer observed falsely elevated magnesium results generated on the alinity c processing module for a patient sample. The following data was provided: (B)(6)2024 sample ID (B)(6)initial result = >3.90 mmol/l, repeat result on another alinity = 0.68 mmol/l no impact to patient management was reported.